Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on 23-jul-2024. Patient noticed symptoms within 3 of insertion. The site of insertion was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.